Manufacturer narrative:
No patient information as no patient was involved in this concern. RMA issued, part returned/evaluated. The spring arm cable passed a continuity test with no opens or shorts detected. There are several superficial scratches and nicks on the spring arm, but it is otherwise fully functional.

Event description:
Medtronic representative reported that the site reported had intermittent green/black status on the probes when adjusting the cable to the camera on the stealthstation treon navigation system. After adjusting, the camera stopped tracking altogether. There was no patient present.